Event description:
At the end of the case, the pump speed increased and the console display went blank with loss of pressure and power noted. The unit was replaced by a second console with a hand crank used during the four minute transition time and no pt complication was reported. The device is being returned for factory repair. Last date of medtronic service: 8/26/03.

Manufacturer narrative:
H3: unit returned for eval and repair. Device analysis showed a cracked electrical connector inside the console that may have caused the motor fluctuation. Unable to determine the exact cause of the damage inside the console. Unable to duplicate the report of a blank display. Review of the device history record shows the device met all mfg specs for product released to distribution. No subsequent pt complication has been reported.